Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure miscroinsert was protruding from the myometrium to the right (patient's right) of the tubal ostium (left tubal ostium)') and perforation ('perforation nos') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain ("constant abdominal pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), fallopian tube disorder ("fallopian tube disorder"), genital haemorrhage ("abnormal bleeding") and device dislocation ("device migration") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, perforation, abdominal pain, pelvic pain, dysmenorrhoea, arthralgia, alopecia, weight increased, fatigue, fallopian tube disorder, genital haemorrhage and device dislocation outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, device dislocation, dysmenorrhoea, embedded device, fallopian tube disorder, fatigue, genital haemorrhage, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, she underwent left tubal sterilization with placement of the adiana device. The operative report noted that the left tubal ostium was located and appeared patent. The essure miscroinsert was protruding from the myometrium to the right (patient's right) of the tubal ostium. On (B)(6) 2017, hsg was done and showed apparent occlusion of the tubes. She still has the essure implanted. Discrepancy on explant , explant -yes and she want to a removal surgery but cant afford it. Diagnostic results: hsg on (B)(6) 2011: apparent occlusion of the right fallopian tube and the left-sided essure device did not appear to be deployed within the fallopian tube. Us on (B)(6) 2011: proximal ends of the essure implants are seen in the endometrial cavity and in the cornu. Cannot assess where the tubal ends of the implants are located hsg on (B)(6) 2011: no opacification of the right fallopian tube and patent left fallopian tube with peritoneal spillage. She was assessed with fallopian tube disorder hsg on (B)(6) 2011: apparent occlusion of the fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure miscroinsert was protruding from the myometrium to the right (patient's right) of the tubal ostium (left tubal ostium)') and perforation ('perforation nos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diazepam (valium) and hydromorphone hydrochloride (dilaudid). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), device dislocation ("device migration"), pelvic pain ("pelvic pain"), abdominal pain ("constant abdominal pain"), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("abnormal bleeding"), fallopian tube disorder ("fallopian tube disorder"), arthralgia ("joint pain"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, perforation, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, fallopian tube disorder, arthralgia, alopecia, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, device dislocation, dysmenorrhoea, embedded device, fallopian tube disorder, fatigue, genital haemorrhage, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, she underwent left tubal sterilization with placement of the adiana device. The operative report noted that the left tubal ostium was located and appeared patent. The essure miscroinsert was protruding from the myometrium to the right (patient's right) of the tubal ostium. On (B)(6) 2017, hsg was done and showed apparent occlusion of the tubes. She still has the essure implanted. Discrepancy on explant , explant -yes and she want to a removal surgery but cant afford it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram- on (B)(6) 2011: apparent occlusion of right fallopian tube. Patent left fallopian tube with peritoneal spillage. Left-sided essure device does not appear to be within fallopian tube. Diagnostic results: hsg on (B)(6) 2011: apparent occlusion of the right fallopian tube and the left-sided essure device did not appear to be deployed within the fallopian tube. Us on (B)(6) 2011: proximal ends of the essure implants are seen in the endometrial cavity and in the cornu. Cannot assess where the tubal ends of the implants are located hsg on (B)(6) 2011: no opacification of the right fallopian tube and patent left fallopian tube with peritoneal spillage. She was assessed with fallopian tube disorder hsg on (B)(6) 2011: apparent occlusion of the fallopian tubes bilaterally. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received: reporter information, medical history, lab data, rcc and concomitant medication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure miscroinsert was protruding from the myometrium to the right (patient's right) of the tubal ostium (left tubal ostium)') and perforation ('perforation nos') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain ("constant abdominal pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), arthralgia ("joint pain"), alopecia ("hair loss"), fatigue ("fatigue"), fallopian tube disorder ("fallopian tube disorder"), genital haemorrhage ("abnormal bleeding") and device dislocation ("device migration") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, perforation, abdominal pain, pelvic pain, dysmenorrhoea, arthralgia, alopecia, weight increased, fatigue, fallopian tube disorder, genital haemorrhage and device dislocation outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, device dislocation, dysmenorrhoea, embedded device, fallopian tube disorder, fatigue, genital haemorrhage, pelvic pain, perforation and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, she underwent left tubal sterilization with placement of the adiana device. The operative report noted that the left tubal ostium was located and appeared patent. The essure miscroinsert was protruding from the myometrium to the right (patient's right) of the tubal ostium. On (B)(6) 2017, hsg was done and showed apparent occlusion of the tubes. She still has the essure implanted. Discrepancy on explant , explant yes and she want to a removal surgery but cant afford it. Diagnostic results: hsg on (B)(6) 2011: apparent occlusion of the right fallopian tube and the left-sided essure device did not appear to be deployed within the fallopian tube. Us on (B)(6) 2011: proximal ends of the essure implants are seen in the endometrial cavity and in the cornu. Cannot assess where the tubal ends of the implants are located hsg on (B)(6) 2011: no opacification of the right fallopian tube and patent left fallopian tube with peritoneal spillage. She was assessed with fallopian tube disorder hsg on (B)(6) 2011: apparent occlusion of the fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event perforation added and made medically significant. Event abnormal bleeding added. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.